Manufacturer narrative:
Product analysis: at analysis it was determined that the ventricular output connector was broken and the device was full of contamination. It was noted that the upper case and lower case were broken . The power connector in the lower case was corroded and both connector nuts were discoloured. The main printed circuit board was corroded. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for repair due to internal water damage from cleaning. The epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.